Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the scale marking was unreadable. The following information was provided by the initial reporter, translated from chinese to english: the scale is unclear.

Manufacturer narrative:
H.6. Investigation summary: material #: 364390 lot/batch #: 2305382 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the scale marking was unreadable. The following information was provided by the initial reporter, translated from chinese to english: the scale is unclear.